Manufacturer narrative:
The biomedical engineer (bme) reported that the display for the central nurse's station (cns) failed and not displaying anything. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the display for the central nurse's station (cns) failed and not displaying anything. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display for the central nurse's station (cns) failed. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. No troubleshooting information was provided by the customer. Possible non-device related root causes could be related to power issues or improper cable connections. Device related issue may be related to failure of internal components of the monitor. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to trend and monitor the reported issue. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1. 08/09/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2. 08/12/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded, but did not provide the information as requested.

Event description:
The biomedical engineer (bme) reported that the display for the central nurse's station (cns) failed. No patient harm was reported.